Event description:
It was reported by the patient that all of the indicator lights on the remote monitor would blink at once. New phone and power cords did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the assembly was out of specification electrically and that the customer comment of "all [light emitting diodes (led's)] were flashing on power-up" was confirmed.